Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a spectrum pump had a set loaded an infusion started, it continued to infuse even when the door was open during testing. The device also did not power on when the set was loading. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, device continues to infuse even when door was open was inadvertently not evaluated for. The device is no longer in its received condition.. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.